Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2290, pacing system analyzer; product ID 2067l, programmer rf (radio-frequency) head. Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board was replaced. (B)(4).

Event description:
It was reported the top usb (universal serial bus) port on the back of the programmer is broken, and the entire programmer shut down (electrical short) when the printer usb cord was placed in the top port (bottom plug works). The programmer was returned for repair. No patient complications were reported as a result of this event.